Event description:
On (B)(6) 2014, the reporter contacted animas alleging a dim display issue. The reporter stated that the display screen was dim and denied moisture and trauma to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the display was faded and pink.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.